Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator&#38112;touchscreen is not working to enter the required settings. Customer also states a liquid patch was found at the bottom right of the ventilator's screen. There was no patient involvement at the time of the incident.